Manufacturer narrative:
Plant investigation: the reported symptom (blank screen) was confirmed with testing. An external visual inspection showed no signs of physical damage. A 8500 treatment failed, upon turning on the cycler the display was blank. Further investigation led to t1 having burn damage on the inverter board. A known good inverter board was used, and the display began working as intended. A 8500 treatment passed. Valve actuation test passed. System air leak test passed. Patient sensor calibration passed. Upon opening the cassette door there were indications of dried fluid on the cassette membrane and underneath the pump assembly. No burrs or sharps in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed fluid could not be determined. Passed mushroom head check. Test negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Peritoneal dialysis patient requested technical support after encountering a black screen on the liberty select cycler. After attempts at troubleshooting, the cycler was arranged to be replaced. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Follow up with the patient indicates treatment was completed with continuous ambulatory peritoneal dialysis. The patient did not experience any complications as a result of the alleged event. The patient resumed treatment on a replacement cycler.